Event description:
It was reported that the patient passed away. The patient was on home hospice and passed before the left ventricular assist device (lvad) was turned off. The lvad was working as intended at time of death. It was reported that the outcome was not device or therapy related. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was on home hospice due to severe right ventricle (rv) failure.

Manufacturer narrative:
B5: narrative information updated. H6: health effect: clinical codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists adverse events, including multiple types of organ failure and dysfunction (right heart failure and hepatic dysfunction) and death, that may be associated with the use of the heartmate ii lvas. Section 6 ¿patient care and management¿ (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The right ventricle was moderately dilated with a device wire visualized in the rv. The rv global systolic function was moderately reduced. A device related issue did not cause or contribute to right heart failure. They patient was transferred on (B)(6) 2025 for evaluation of acute onset chronic failure to thrive, including poor oral intake, confusion and generalized decline in function. A workup at outside emergency department (ed) revealed hepatic dysfunction with the abnormal liver enzymes and elevated alkaline phosphatase, coagulopathy with supratherapeutic international normalized ratio (inr), electrolyte abnormalities, and pleural effusions.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.